Event description:
The customer's mother called to report repeated no delivery alarms on the insulin pump. The mother also reported that the customer was hospitalized for diabetic ketoacidosis with blood glucose levels above 500 mg/dl. Found that the customer did not change the infusion set when she got all the no delivery alarms. Troubleshooting was performed and the insulin pump passed the prime test. The mother could not continue troubleshooting at the time of the call. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.